Manufacturer narrative:
The insulin pump was received with a button error alarm and had an intermittent act button response due to corroded keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer's husband reported via phone call that the customer had a button error alarm on the insulin pump. Customer stated that she has never received this before and does not know how to fix it. Customer just changed her clothes and was hooking the pump back up to her shorts when the pump alarmed. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.